Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. It was received 1 all silicone foley catheter. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aqueous methylene blue per 100ml distilled water) and no leaks were observed, concentricity was found within specification (ratio did not exceed 70:30). Catheter rested with no leaks. The in house syringe was connected and it was able to return the 10 ml with no issues or cuffing under two minutes. A DHR is not required since the reported failure was unconfirmed. The reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had a couple of foley catheter balloons that would not deflate. This was not inserted in the patient but discovered during the set up.

Event description:
It was reported that customer had a couple of foley catheter balloons that would not deflate. This was not inserted in the patient but discovered during the set up.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b,d,f,h the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had a couple of foley catheter balloons that would not deflate. This was not inserted in the patient but discovered during the set up.

Event description:
It was reported that customer had a couple of foley catheter balloons that would not deflate. This was not inserted in the patient but discovered during the set up.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.